Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. The tube was visually inspected; no discrepancies found. A syringe was used to inflate the cuff while submerged underwater; no discrepancies found even after more than 48 hours of inflation. Relevant documents and the manufacturing process were reviewed; no discrepancies noted. Cuff assembly operation and the inflation line assembly operation were both reviewed; no discrepancies found. Inflation test was audited on 32 units; no deflated cuffs were detected. Based on the evidence there was no fault found as the complaint was not confirmed.

Event description:
Information was received that while a smiths medical tracheostomy was in use, air was leaking from the cuff. No patient injury resulted. It was also reported that the device was tested prior to use and the cuff had worked properly at that time.